Event description:
It was reported that this patient presented to the emergency room due to a remote alert for high, out-of-range pacing impedance measurements (>3000 ohms) from this right ventricular (rv) lead. This pacing impedance measurement resulted in a lead safety switch to unipolar sensing. In unipolar sensing, over-sensed noisy signals occurred. It was alleged this rv lead conductor had fractured. The patient was discharged and will be booked for a lead revision in the future. At this time, the rv lead remains implanted and no additional adverse effects were reported.